Manufacturer narrative:
Evaluation summary: a series of checks involving infusion rates and infusion time was performed in the united kingdon on the infusion pump. The results were within the accuracy limit for the device.

Event description:
After 18 hrs of operating at an unspecified rate, the device displayed a volume remaining to be infused of zero. However, approx. 150 ml remained in the solution container. The infusion rate or initial amount of solution was not reported. Reportedly the volume to be infused for the pump was then set at 1000 ml and "the rate dropped to 555 ml/hr. "After 5 minutes the volume registered 200 ml and the volume in the bag remained unchanged. Machine did not register any fault." No pt injury resulted.